Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the circular-mt to dual fiber optic cable due to a loose connection. The fse also replaced a dirty headrest. The circular-mt to dual fiber optic cable and headrest involved with this complaint are field scrap items, and will not be returning to isi for further investigation. The system was tested, and verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image, or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. Although there was no patient harm reported, if the issue were to recur it could cause, or contribute to an adverse event. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, there was an issue with surgeon side console (ssc) 1. The technical support engineer (tse) viewed the system logs and confirmed communication errors pointing to ssc1. The customer replaced the blue fiber cable between the ssc1 and vision side cart (vsc) without any success. The customer stated the blue fiber cable could not be properly connected to the ssc. The fiber port seemed to be damaged. The operating room (or) staff proceeded with ssc2. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 07-oct-2020, and obtained the following additional information: the system was inspected prior to use and nothing unusual was noted. During the set-up, no error message was displayed, just the ¿waiting¿ circle, which was running continuously. There were no issues with the port placement. The surgical staff did not observe any external elements that could have influenced the system, or the movement of the system, just a lack of recognition of the ssc 1 in relation to the vsc and the video processor. The ssc1 was not transmitting any image, and was out of order. The surgical staff restarted the ssc1, and replaced the blue fiber cable (bfc) between ssc1 and vsc before switching to the ssc2. The ssc1 did not work at all during the procedure. The procedure (cystectomy with reconstruction) was completed without further complications. Additionally, the ssc1 was not working on (B)(6) 2020 morning, but it was working fine again on the same day in the night. The da vinci system was restarted approximately 60 to 90 minutes after the procedure for a training of two surgeons and was working fine again. The surgeon also stated that the simulator was permanently plugged into the ssc1, which might be related to the reported issue. The patient is a male, around (B)(6) years old, and had a bladder cancer. He has a medical history of cancer.